Event description:
It was reported occlusion alarms occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) value was 400 - 720 mg/dl. The customer's parent called contacted the children's hospital for dosage information. The elevated bg was addressed with a manual dose injection and a correction bolus via the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.